Manufacturer narrative:
Qn# (B)(4). The device history review was conducted for three lot numbers provided; hemolok ml clips 6/cart 84/box lot# 73m2100245 investigation did not show issues related to the complaint. Hemolok ml clips 6/cart 84/box lot# 73m2100244 investigation did not show issues related to the complaint. Hemolok ml clips 6/cart 84/box lot# 73m2100063 investigation did not show issues related to the complaint.

Event description:
During a radical prostatectomy clips got broken while removing the clips from the bench with the pliers. No fragments fell into the patient the breakage of the clips occurred when the clips were still not in contact near the patient. The exact quantity cannot be confirmed. Surgery was completed without issue.

Event description:
During a radical prostatectomy clips got broken while removing the clips from the bench with the pliers. No fragments fell into the patient the breakage of the clips occurred when the clips were still not in contact near the patient. The exact quantity cannot be confirmed. Surgery was completed without issue.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product hemolok ml clips (B)(4) lot# 73m2100244 was manufactured on 12/13/2021 a total of (B)(4) pieces. Lot was released on 01/11/2022. DHR investigation did not show issues related to complaint. The customer provided two photos for analysis; reference photo 1 tc# 1900093553 to 1900093556 and photo 2 tc# 1900093553 to 1900093556 for the customer supplied photos. The complaint of "broken parts - clip - info not provided" was not able to be confirmed by the photos. The customer returned (B)(4) representative samples of 544230 hemolok ml clips (B)(4) for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on all (B)(4) of the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the other (B)(4) cartridges with the same results. No clips broke during testing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. The reported complaint of "broken parts - clip - info not provided" could not be confirmed since the actual sample was not returned. (B)(4) representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. The probable cause of this issue could not be determined without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.